Manufacturer narrative:
Additional information received on november 14th, a bard device was used the following day. The patient had to come very early to have the procedure repeated a second time with a different device. Additional radiation (imaging) was administered due to this event. No other information is available.

Manufacturer narrative:
Lot and serial number of the device provided by the complainant is inadequate and untraceable; therefore, the UDI, expiration and manufacturing dates are not know. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not adequate. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2021 , during a perl procedure , the hook did not stayed in the region were the injury was suspected and when the needle was retracted , the wire was pulled out. The patient did not had the wire deployed and had to be reschedule for a new procedure the next day to install a new traditional wire. No other information is available.